Manufacturer narrative:
(B)(4). Summary of investigational findings: this complaint is related to the second filter that was placed. Imaging show that one of the primary filter legs extends towards the left aspect of the ivc lumen while the other 3 legs are clustered more towards the right aspect. The root cause for the unexpanded filter legs are most likely the user technique. Per complaint report a follow-up CT scan demonstrated the legs were not crossed, as initially suspected. The distribution in the ivc was not discussed, but the complaint report states the filter legs were expanded as far as the patient's anatomy would allow. Significant filter tilt is also noted on the imaging. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
The filter legs only partially expanded. The device was removed. Update per rep - (B)(4) occurred during the same procedure. The first device was deployed (B)(4). The physician thought that the legs of the filter looked crossed or overlapped based on the two dimensional flat radiographic image taken at the time. The physician then removed the device. The physician deployed a second device (B)(4) and the legs of this filter also looked crossed or overlapped based on the two dimensional flat radiographic image taken. That second device was left in the patient. A post-procedure CT of the second device has shown that the filter legs were not crossed, overlapped or mal-deployed. The physician is now convinced that there were no issues with these devices and that the problem is that the two dimensional flat radiographic images taken during the procedure made the legs of the filter appear crossed or overlapped when in fact they were not. The legs of the filter did expand as far as the patient's anatomy would allow. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.